Event description:
A report was received that stated the pump alarmed "check clutch". No patient injury or adverse event was reported.

Manufacturer narrative:
The suspect device was returned and evaluated. Upon receipt inspection revealed that the tamper proof seal had been comprised indicating the device had been opened in the field. Testing was able to reproduce the customer's complaint of a "check clutch" alarm. Further testing indicated that the clutch halves were worn and required replacement. Excessive grease and debris were noted on the leadscrew, the leads crew was replaced. The top case, bottom case, battery door, plunger right case and ac receptacle were all cracked, these were also replaced. After repair, the device was found to pass all delivery, accuracy and functional tests.